Manufacturer narrative:
The field service engineer (fse) evaluated the unit with the biomedical engineer and the customer reported problem was not duplicated. The fse replaced the primary alarm (speaker) as a precaution. The customer was satisfied with the troubleshooting and the repair.

Manufacturer narrative:
Updated.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that during patient disconnect the ventilator only alarming visually, but there was no audible alarm sounding. The customer reported that the unit was in use on patient, but there was no patient harm reported.